Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and was able to duplicate the reported problem that the customer reported. Changed the peep setting on the vent and the pip would drop a little but still be double of what it should be. Replaced the diaphram, flow sensor, performed an exhalation valve characterization test and a flow valve characterization test. (Both completed - no failure) calibrated the exh flow xdcr, exh pressure xdcr and inspir pressure xdcr. After try all of those tests and calibrations there was no change in the reported problem. Pip was still double what it should be. Summary: vent not repaired and needs replacement gde.

Event description:
The customer reported that the peak pressures are reading higher than the settings while on a patient. Settings: patient size - neonate mode - pressure simv rate - 10 bpm insp. Pres - 11 cm insp time - .40 sec psv - 5 cm peep - 5 cm flow trig - 1.0 lpm fio2 - 21% with these settings the monitor ppeak is 32 cm, it should be 16 cm, he is monitoring the pressure with a external pressure meter and the reading on this meter is 31.62 cm. If he changes the patient size to adult there is no issues and if he changes the patient size back to neonate he cannot duplicate the problem. The unit was removed from the patient and the patient was placed on another ventilator and there was no patient harm.

Manufacturer narrative:
The gas delivery engine (gde) was replaced and the reported issue was resolved.